Event description:
It was reported that the patient had an artificial urinary sphincter (aus) revision surgery as the patient was experiencing recurring incontinence secondary to subcuff atrophy. The patient had a significant coughing event post op which caused the balloon to migrate into the subcutaneous tissue. All the components were removed. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.